Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from an unspecified location. The issue was identified during setup/preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter last name: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from august 04, 2022 - august 05, 2022. H10: the device was received for evaluation. Unaided visual inspection was performed which observed a tear at the upper right side near the edge in back of the bag. Functional testing was performed which revealed a leak in the affected area. Magnified inspection verified a tear/hole where the leak occurred. The reported condition was verified. The cause of the tear/hole could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.